Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. The longevity decreased from 4 years to 2 years within the last year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however this crt-p remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. The longevity decreased from 4 years to 2 years within the last year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however this crt-p remains in-service at this time. No adverse patient effects were reported. Additional information was received. This patient died of an unrelated cause. This crt-p remains implanted.